Event description:
It was reported a patient underwent a laparoscopic filchie clip sterilization, drainage of an ovarian cyst and possibly ovarian drilling on the day of the event, intergel was used. Less than a week post-operatively, the patient was admitted to another hospital for pelvic pain. At this time antibiotics were administered. Almost a month later, the problem remained unresolved. The patient was admitted and underwent a diagnostic laparoscopy. The physician noted the peritoneal cavity appeared inflamed and both fallopian tubes were markedly swollen such that the clips could barely be seen. The patient was reported to have no fever, no leukocytosis, and no pus visible in the peritoneal cavity. The physician noted firm yellow patches of what he felt was intergel, densely adherent to peritoneal surfaces, but not the ovaries. There was some freefluid he felt was inflammatory by appearance. The fluid was suctioned and the peritoneal cavity was lavaged with antibiotics. The patient recovered. A qualified medical professional reviewed the reported events and noted: "this appears to be a case of peritonitis following laparoscopic sterilization. No infectious organisms were isolated."